Event description:
It was reported that staff were alerted to change in patient condition, and on review they discovered the cuff inflation port completely disconnected from the endotracheal tube. The patient remained stable, and the defaulted tube was changed for another. There was patient involvement with no harm reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6) device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product has been returned, as product was reported as not being available. Without the returned product the investigation could not confirm the reported issue. No corrective actions are planned currently. If the product is returned, the investigation will be reopened. Since no lot number was identified, a device history review could not be performed.